Event description:
It was reported that during pre-insertion testing of three, size m 6.5 sct, specialized single cannula cuffed tracheostomy tubes the device cuffs appeared misshapen. The deivces were not used. There was no direct pt involvement associated with the reported events. The m6.5sct devices were returned to the MFR for analysis and investigation on 02/03/98.